Event description:
It was reported that the customer was hospitalized due to hyperglycemia. It was reported that the customer may have inserted the infusion set into scar tissue and proceeded to bolus. The reporter stated that the insulin pump was not bolusing correctly. The customer was not available at the time of the report to perform troubleshooting or arrange to replace the insulin pump. Several attempts to reach the customer to perform troubleshooting were unsuccessful. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.